Manufacturer narrative:
Not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error. Excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.

Event description:
It was reported that with four of the ar-3638 being used in the case, the shuttle suture broke. The anchors remain whole in the patient. Three more of the same part/batch were used to complete the case.